Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a whipple procedure, the device was used to make the anastomoses. During the firing of the device, no abnormalities were noticed. After the tissue was fired, the surgeon saw that the staples were not formed correctly. Unfortunately, the reload was discarded. A new reload was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n53g79. Expiration date: 1/11/2021. Manufacture date: 02/11/2016. Photographic analysis: the picture shows tissue with five unformed staples stuck to the tissue. Event describe is confirmed, however based on the picture along no conclusion could be reach as to how the reported event happened. The analysis found that one ntlc75 device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.